Manufacturer narrative:
MFR received date: 23 sep 2019. The field service engineer was informed by the customer when doing a follow up, that replacing the power management board corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported getting aux supply inoperable message. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 27jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported getting aux supply inoperable message. There was no patient involvement.